Manufacturer narrative:
(B)(4). Concomitant products: guide wire: joker; guide cath: profit 6f jl3.5. (B)(4) - use after damage, against resistance. Evaluation summary: the device was returned for analysis. The shaft separation and stent damage were able to be confirmed. The failure to advance could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual and dimensional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified. It should be noted the xience xpedition everolimus eluting coronary stent system instructions for use (IFU) states: prior to using the device, carefully remove the system from the package and inspect for bends, kinks, and other damage. Verify that the stent does not extend beyond the radiopaque balloon markers. Do not use if any defects are noted. The reported resistance likely occurred as a result of interactions of the damaged stent with the heavily tortuous and eccentric lesion. Furthermore, it is likely that the shaft kinks, shaft damage, and subsequent separation occurred as a result of mishandling as the device was pushed against resistance. It should be noted the warnings section of the IFU states: do not advance or retract the catheter is resistance / anomaly is met during manipulation. Continuing to advance or retract the catheter may result in damage to the vessels, separation of the catheter, tip damage and / or stent dislodgement.

Event description:
It was reported that the procedure was to treat a 99% stenosed lesion in the distal circumflex artery with heavy tortuosity and moderate calcification. During preparation of the 2.75 x 28 mm xience xpedition stent delivery system (sds), the physician felt that there was elevation of the distal stent surface; however, he continued to use the device. Pre-dilatation was performed and the sds was advanced, but could not cross due to the calcified anatomy. The sds was pushed and the hypotube separated outside the patient anatomy. A new xience xpedition sds was used successfully. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.